Event description:
Procedure type: patient gender: unknown. According to the reporter: balloon popped during the case. No patient injury reported. There was no bleeding reported in excess of 250cc. Nothing fell in the cavity. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No patient injury was reported.

Manufacturer narrative:
(B)(4).